Event description:
2004--incisional hernia repair; the next day, pt had perforated bowel--mesh was explanted. "Broken ring" says dr after receipt of letter of notification regarding kugel recall. Original operative report does not call out broken ring.